Manufacturer narrative:
Correction to b5; event description edited to include high shock impedance measurements during lead revision.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system recently underwent a lead revision to reposition the suspected dislodged lead due to observed high thresholds measurements and oversensed p-waves. Following the lead revision, it was determined that the crt-d stored inappropriately stored signal artifact monitor (sam) episodes and disabled the respiratory rate trend (rrt) due to out-of-range pace and shock impedance measurements and oversensed noise at the time of the lead revision. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) defibrillation lead of this cardiac resynchronization therapy defibrillator (crt-d) system recently underwent a lead revision to reposition the suspected dislodged lead due to observed high thresholds measurements and oversensed p-waves. Following the lead revision, it was determined that the crt-d stored inappropriately stored signal artifact monitor (sam) episodes and disabled the respiratory rate trend (rrt) due to out-of-range pace impedance measurements and oversensed noise at the time of the lead revision. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.